Event description:
Email from customer stated "the stopcocks come loose causing blood to back into the IV tubing and occasionally onto the floor". Pre-op tightens the tubing at each connection when they make the IV fluids for the day, but it still seems as though the stopcock connections come loose easily. There hasn't been any need to treat pts. Customer states that product will not be returned because product was discarded. There was no report of pt harm or medical intervention.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint of the stopcock becoming loose could not be confirmed as there was no product returned for failure investigation. The root cause of this issue was not identified.